Event description:
It was reported that the water tank was very dirty or slimy. The water tank was cleaned. Manifold latch movement was performed. The device passed functional verification with water flow rate at 4.4 lpm, the water temperature increases to 30°c and drops to 6°c as per service manual. The system hours were 1845.7 and pump hours were 1709.8.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be due to adequate maintenance. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to sterile or distilled water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water tank was very dirty or slimy. The water tank was cleaned. Manifold latch movement was performed. The device passed functional verification with water flow rate at 4.4 lpm, the water temperature increases to 30°c and drops to 6°c as per service manual. The system hours were 1845.7 and pump hours were 1709.8.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.